Manufacturer narrative:
D4 - device lot number was requested but not provided. Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot #: unknown) was returned for evaluation following the reported event of a pump exchange and the patient expiring. A review of the event log file, extracted from (B)(6), contained data spanning approximately 10 minutes (12:57:21 ¿ 13:07:41, (B)(6) 2023 per timestamp). The average motor power was 19.25 mw and the average lvad temperature was 69 degrees celsius. Throughout the entire log file, the pump intermittently restarted and was accompanied by lvad internal fault alarms. The pump restarting issue did not resolve in the log file and will been addressed via the pump investigation (MFR #: 2916596-2023-06520). The returned modular cable underwent functional testing and passed without issue. The mod cable was connected to the returned system controller and a mock circulatory loop. The system was able to operate as intended for an extended period of time. The root cause for the reported event could not be correlated to an issue with the modular cable. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the lot number of the modular cable being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-06519 and #2916596-2023-06520 it was reported that log files were submitted for review for left ventricular assist device (lvad) internal fault alarms on (B)(6) 2023. The pump temperature was above the normal range and the pump stopped and restarted possibly due to elevated pump powers. The pump was power cycled, and the controller exchanged but the pump did not restart. The elevated pump power remained following the controller exchange. The modular cable was removed at this time per engineers due to elevated temperatures.